Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to the device not powering up. The complaint has been confirmed during the evaluation of the device at the manufacturer's service center. The device's power management board needs to be replaced. No repairs have been performed as the unit will be scrapped.